Event description:
It was reported that the pump had plunger head corrosion. No patient injury or involvement were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped, the bottom case screw post was broken, the right plunger case was cracked, and non-original equipment management (OEM) battery was present. A review of the event history log identified force sensor bridge test. Visually inspected plunger head and internal components and found the force sensor cable was ripped off the force sensor, and the connector was ripped off the plunger board. However, did not find any corrosion in the plunger head. The root cause was a result of the customer's physical damage to the device. Replaced force sensor and plunger board. Performed power up process, preventative maintenance, and all functional tests which passed.